Event description:
On (B)(6) 2009 pt reported that some time in (B)(6) she was changing the insulin cartridge and unintentionally pulled the insulin cartridge out. She stated she spilled all her insulin in the infusion cartridge chamber. Pt reported she dried it out and the infusion device continued to work properly. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.